Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump led the customer to perform the fill tubing process multiple times after changing the cartridge. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose was 211 mg/dl. Multiple attempts were made to follow up on the reported issue; however, a response was not received.